Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 - medical device problem code: 2017 - improper or incorrect procedure or method. The flexnav delivery system described in b5 will be filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve (serial: (B)(6) was chosen for implantation utilizing a flexnav delivery system (lot: 9138320). The patient presented with sufficient calcium. At 80% deployment the valve was at a depth of 2mm.the valve was deployed at a depth of 2mm. After deployment, the valve migrated towards the ascending aorta. There was reportedly interaction of the delivery system with the valve, but did not cause the migration. No post dilatation was performed. There was no tension in the delivery system. A replacement 27mm navitor (serial: (B)(6) was implanted valve in valve at a depth of 3mm utilizing a replacement flexnav (lot: 9943385). There was no clinically significant delay. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
H6 medical device problem codes 2017 was removed and replaced with 1494. An event of off-label use and migration or expulsion of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve was deployed at a depth of 2mm. After deployment, the valve migrated towards the ascending aorta. There was reportedly interaction of the delivery system with the valve, but did not cause the migration. There was no tension in the delivery system. A replacement 27mm navitor was implanted valve in valve at a depth of 3mm. Based on the available information, a root cause of the reported device migration could not be determined. The reported off-label use appears to be related to user as the user implanted the navitor valve into a previously implanted (valve-in-valve implanted). There is no indication of a product quality issue with regards to manufacture, design, or labeling.